Event description:
Possible septic arthritis. The literature case report involves an unidentified patient with a ten year history of osteoarthritis in both knees, multiple aspirations of right knee effusions (dates unknown) arthroscopic drainage (1997), with recurrence of the effusion a few months later (date unknown) with a popliteal cyst. In 1999 the patient's right knee was cleansed with an iodinated antiseptic and was administered a synvisc injection. The operator did not use gloves or a mask. Two days later the patient experienced inflammation of the knee with a large effusion and a fever of 38.5 c resulting in hospital admission for suspected septic arthritis. The knee was red and hot with a large effusion filling the suprapatellar recess. The patient's range of motion was restricted, the knee could not be extended beyond 20 degrees of flexion, erythrocyte sedimentation rate (esr) was 90 mm/ h and the c-reactive protein (crp) was 219 mg/l (n < mg/l). In 1999 fluid was aspirated from the right knee joint which was cloudy appearance and viscid with 100,000 leukocytes/mm3 and a predominance of neutrophils (96%). Microscopic examination of the joint fluid smears showed no bacteria or microcrystals. Aerobic and anaerobic cultures on a hemoline vial, inoculated at the patient's bedside, were negative. In 1999 two additional joint aspirations were performed. The fluid was noted to be purulent and contained greater than 100,000 leukocytes/mm3 with a predominance of neutrophils (91%). The results of the microscopic examination for microcrystals, and aerobic cultures were negative. However, anaerobic cultures of the two specimens grew actinomyces naeslundii in two days and three days respectively. Antibiotic susceptibility testing showed resistance to aminoglycosides and fluroquinolones. Blood cultures were negative and a transesophogeal echocardiography was normal. Dec 1999 x-ray of the right knee revealed marked progression of femortibial joint space loss as compared to feb-1999, as well as subchondral sclerosis and the presence of osteophytes. The knee was immobilized in a heat-molded splint at admmision. In dec-1999 the patient began antibiotic therapy with amoxicillin (9g, IV) and rifampin (1.2g,IV). Daily joint drainage and lavage with a saline through a trocar was performed but was not effective because the effusion was compartmentalized. In dec-1999 arthroscopic joint driange was performed as a result of worsening damage on the x-ray. Propionibacterium acnes and actinomyces naesludii were found in the synovial membrane biopsy specimens. Histology disclosed a fibrinous leukocytic exudate with a cluster of neutrophils around blood vessels suggesting infectious exudative synovitis. In jan-2000 x-ray findings of the right knee noted worsening of the joint space loss, deminerlization of the trochlear groove and condyles and an erosion in the right femur. After three weeks of antibiotic therapy the patient's body temperature was 37.5 c, knee inflammation was less marked, the patient's esr decreased to 50 mm/h, and crp level was below 5 mg/l. The patient was discharged to home with oral amoxicillin (4.5 g/d) and pristinamycin, (3g/d), immobilization of the knee by using a splint and protection from bearing weight. The patient's esr and CPR levels returned to normal. The patient's treatment stopped after three months and synovial fluid findings returned to normal (specific results unknown). In july-2001 the patient was seen for a follow-up evaluation. The patient had no disability or effusion. The patient's right knee flexion was 110 degrees and extension was -5 degrees. Laboratory tests were normal. The authors comments of this literature case report are as follows: actinomyces are saprophytic of the gingiva, gastrointestinal tract and tonsil crypts. Joints are normally sterile and actinomyces should not be considered saprophytic in joints. An orthopantomogram confirmed that the patient had no oral cavity infection. Contamination did not occur during diagnostic synovial fluid aspiration, since the organism was found on three occasions, twice in joint aspiration specimens and once in a synovectomy sample. However, propionibacterium acnes found in the synovial tissue was considered a contaminant because it grew at a slow rate in four days and on a single occasion. The most likely source of contamination is occult bacteremia from dental or gastrointestinal focus of actinomyces. However contamination with saliva droplets during preparation or injection of the hyaluronate cannot be excluded. The inflammatory reaction triggered by the hyaluronate injection may have created conditions propitious to growth of the organism in the joint.